Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board and the charger was also exhibiting a flash memory failure at flash components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
Submitting MDR as a result of an internal audit where emdr package and ack3 could not be located. A us distributor contacted zoll to report that a patient's charger was not working properly and flashing between the startup screen and the normal operating screen.